Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es pyxis fridge keeps failing multiple times. The customer stated that malfunction caused delay in dispensing the medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es pyxis fridge keeps failing multiple times. The customer stated that malfunction caused delay in dispensing the medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator kept failing multiple times. A field service engineer reattached the housing, replaced two micro switches, opened and closed the door multiple times, and inventoried the item. The system functioned as intended after the field service engineer repaired the device.